Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. The patient had a 45 day follow up transesophageal echocardiogram(tee) procedure. The tee imaging showed that there was a thrombus on the closure device. The physician kept the patient on their current anticoagulation medication. The patient has had two other tee procedures that both showed the thrombus was still present. The patient has since been changed to a medication regiment of warfarin with another tee scheduled.